Manufacturer narrative:
The onset of this event and the patient's short-to-shield driveline issue was previously reported within MFR report number 2916596-2018-00013. Approximate age of device -- 2 years, 3 months. Manufacturer's investigation conclusion: the original investigation regarding the patient¿s potential driveline damage was done under MFR report number 2916596-2018-00013. The reported pump stops and hazard alarms were confirmed through the review of the log files submitted by the account. Based on past experience with the hmii lvas and similar reported events, the hazard alarms and pump stoppages that occurred could be indicative of driveline damage. However, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 19" of the distal portion of the patient's driveline (dl) was replaced. Additional pieces of each wire were also returned: 2.25¿ of orange wire, 1.75¿ of red wire, 0.75¿ of brown wire, 1.75¿ of black wire, 2¿ of yellow wire, and 1.5¿ of green wire. Visual inspection of each of these segments of wire revealed no evidence of mechanical damage or breakdown of wire insulation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. An ungrounded patient cable was ordered on (B)(6) 2017 and the account reported that the patient would remain on this cable. The patient remained ongoing on heartmate ii lvas, serial number (B)(4) with no additional reported issues until a heart transplant was performed on (B)(6) 2018. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. Additionally, the hmii lvas IFU contains detailed information regarding pump speed, power, flow, and pi. This IFU also outlines all system controller alarms (including low flow hazard and pump off alarms), as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient underwent heart transplant on (B)(6) 2018. The patient was upgraded on the transplant list due to previously reported short-to-shield condition.